Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. As reported by the contact no additional information will be provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 282 units released for distribution in october, 2010. Note the dates of event, implant and revision procedure are estimated based on the information provided, as exact dates were not reported. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is processed to report the implant, event, and explant dates provided in the legal claim. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability and subsequent surgical intervention. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Event description:
The following was reported to davol: on (B)(6) 2011 - the patient underwent repair of an umbilical hernia and was implanted with a bard ventralex mesh. As reported the patient "developed abdominal pain, stomach discomfort, and bowel irregularity." It is reported that the patient underwent CT scans, x-rays, and a colonoscopy, with no findings as to what was causing his symptoms. On (B)(6) 2019 - the patient underwent a revision procedure. As reported the patient was told the "mesh had migrated into his bowels." As reported "the symptoms have disappeared having the mesh removed." Addendum per legal claim: attorney alleges that on or about (B)(6) 2011, the patient underwent surgery for repair of an umbilical hernia. A ventralex mesh was implanted to repair the hernia defect. On or about (B)(6) 2019 patient underwent an additional operation to repair and/or remove the defected mesh. The patient was injured severely and permanently. Attorney alleges that the patient has suffered and will continue to suffer physical pain, mental anguish. It is alleged that the patient has suffered pain, disability, hospitalizations and additional surgeries. The patient has suffered and continues to suffer from chronic pain and has undergone and will likely require in the further other forms of care and medical treatments. It is also alleged that the device was defective.

Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. As reported by the contact no additional information will be provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2010. Note the dates of event, implant and revision procedure are estimated based on the information provided, as exact dates were not reported. Should we obtain any additional information, a supplemental emdr will be submitted. Discarded.

Event description:
The following was reported to davol: on (B)(6) 2011: the patient underwent repair of an umbilical hernia and was implanted with a bard ventralex mesh. As reported the patient "developed abdominal pain, stomach discomfort, and bowel irregularity." It is reported that the patient underwent CT scans, x-rays, and a colonoscopy, with no findings as to what was causing his symptoms. On (B)(6) 2019: the patient underwent a revision procedure. As reported the patient was told the "mesh had migrated into his bowels." As reported "the symptoms have disappeared having the mesh removed."